Manufacturer narrative:
The customer reported to the remote service engineer (rse) that the device displayed a backup alarm failed error and requested a quest form to send the device to bench for evaluation and repair. The remote service engineer (rse) e-mailed the customer the bench repair form and advised the customer to remove the battery and power cord before shipping the device. The rse created an action assignment for quest bench to send the customer a box for shipping. Upon receiving the device for evaluation and repair, philips bench repair could not duplicate the 1104 post backup audible failed error code but found one occurrence in the event log. The field service engineer (fse) stated that although the alarms were working and made sounds, the speakers should be replaced in case one was intermittent. The fse installed the speakers, confirmed that the device passed all performance verification testing, set the local customer time/date on the device, cleared the event log, set factory settings, and returned the device to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 indicating that the device displayed a backup alarm failure. It was reported that there was no patient involvement at the time the issue was discovered. Additionally, the v60 was removed from service, and there was no reported patient or user harm. The customer requested a quest form to send the device to bench for evaluation and repair. The remote service engineer (rse) e-mailed the customer the form and advised the customer to remove the battery and power cord before shipping the device. The rse created an action assignment for quest bench to send the customer a box for shipping. Bench repair received the device for evaluation and repair. Bench repair was unable to duplicate error 1104 post backup audible failed message but did find one occurrence in the event log. Alarms are working and making sounds but recommend replacing speakers in case one of them is intermittent. The device passed the required performance verification tests per philips standards. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.